Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient record dropped off from pyxis. And after the unit was unplugged and rebooted the patient no longer appeared on the affected station but was visible on other pyxis cabinets on the floor. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A technical support specialist dialed into the station found station was offline, not in retry, took backup and done data synchronization the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.